Manufacturer narrative:
The event date was estimated to have occurred between (B)(6) 2022.

Event description:
It was reported that the device was explanted and replaced prophylactically and replaced as it is included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. There was no device malfunction observed on the device. The patient was stable with no consequences.

Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. The device was returned due to advisory with no allegation of a malfunction. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Visual inspection of the device and header attachment area did not find any anomalies related to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found visual inspection of the header attachment area detected an anomaly on the surface of the header backfill area. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the roughness on the header backfill area.